Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch ultra easy meter read inaccurately high compared to her feelings and or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy started on (B)(6) 2014 at 6:00 pm when she obtained a blood glucose result of ¿295 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (humalog; self-adjuster) and stated she took 16 units of humalog insulin in response to the alleged inaccurate result(s). The patient reported, 15 minutes after the alleged issue occurred, she developed symptoms of ¿sweating, feeling unwell.¿ the patient self-treated with glucose tablets and confirmed she felt better, afterwards. The csr confirmed that the subject meter was set to the correct unit of measure setting. The csr discovered that patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.